Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this valve was explanted after approximately a 7 month implant duration due to mitral stenosis and congestive heart failure.